Manufacturer narrative:
Additional information: report source. Report date: 29jan2019. Date rec'd by MFR: 05feb2019. The philips field service engineer replaced the heated filter sleeve, heated filter assembly and air/exhalation flow sensor and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit had a leak. There was no patient involvement. Event date not specified; estimate used.